Manufacturer narrative:
N/a.

Event description:
The following has been reported: the pump does not maintain its battery, even when it is plugged in reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.